Manufacturer narrative:
Physio-control evaluated the customers device and was unable to duplicate the reported issue. Physio-control reviewed the device data and verified the reported issue. The device battery pins were tightened and the power pcb assembly was replaced as a precaution. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device unexpectedly shutdown. In this state the device would not be able to deliver defibrillation therapy if needed. The customer was unable to provide any further information for the event or the patient.